Event description:
It was reported that, while the emts were transporting a paraplegic, the chest restraint unclasped and the patient fell off the cot. The customer examined the strap and could not duplicate the event. The customer theorized that perhaps the buckle was not properly secured.

Manufacturer narrative:
The customer allowed the service technician to look at the lap restraint, but was not able to produce the chest restraint. This event was likely caused due to an improperly secured chest restraint.